Event description:
Cinar c, bozkaya h, oran I. Endovascular treatment of cranial aneurysms with the pipeline flow-diverting stent: preliminary mid-term results. Diagn interv radiol. 2013; 19:154-164. A total of 45 patients with a median age of 50 years, had a total of 55 intracranial aneurysms that were treated with the pipeline embolization device between nov 2009 and dec 2011. The patients (32 females and 13 males) were diagnosed with aneurysms that included varying characteristics. All patients were placed on dual antiplatelet medications (aspirin, clopidogrel and/or ticlopidine) and were administered heparin intra-operatively. All patients were admitted one day before the procedure and discharged after 36-72 hour post the procedure. Case #1: a (B)(6) year old female pt was treated for a giant aneurysm measuring 34mm x 11mm located in the carotid-cavernous segment of the ica (internal carotid artery). The pt presented with mass effect. The pt underwent pipeline embolization treatment on an unspecified date. Post procedure, the pt had an increase in mass effect. It was unk if pt received treatment for the event. At the 6 month f/u, control dsa (digital subtraction angiography) showed complete occlusion.

Manufacturer narrative:
The device involved in the event will not be returned for eval as it was implanted in the pt. (B)(4).